Event description:
A female pt, about 60 years old, had been taken to the hosp because of a high blood sugar level. With the blood sugar reduced, the pt had been returned to the rehabilitation ctr. On 11/16/96 the pt became quite ill and began to vomit. A "code" was called. The code cart was taken to her bedside and the suction pump was used to try and clear the vomit. The responding emts found that the suction generator by the pump was inadequate to clear the vomitus. The pt died. A visual inspection of the suction pump, was performed and a new collection canister and tubing were connected to the pump in the manner expected for normal use. However, the pt tubing and suction tubing were interchanged on the canister. The charger and cord were in good repair. The case of the pump was without dents, serious scratches, or other signs of abuse. The suction gauge read in the middle of its "zero" range. The suction pump regulator was turned maximum clockwise and when the pump was turned on the gauge registered about 147 mmhg. The operating instructions and maintenance manual provided does not provide a description of function-performance tests that need to be performed on the pump. In addition, although this manual is written for a model 40014b, the model the user has is a model 40014. The main difference is that in the b version, an led has been added to the chassis above the on/off switch that lights when the unit is charging. User adapted the tests from the ecri health devices, evaluation of portable emergency aspirators, 2/91. It is the opinion of the hosp engineer that this suction pump meets the mfrs specs when tested as indicated in this report.